Event description:
Procedure type: low anterior resection. According to the reporter: the device did not cut properly and the anastomosis had to be hand sewn. Surgery time was extended by more than thirty minutes as a result. No stoma was necessary, and no bleeding occurred. The patient is in well current condition.